Event description:
Pt complained that they could not attach set to their cadd-prizm pump. Home health nurse was also unable to connect set to ambulatory pump. A new set was used and infusion was able to begin without any add'l problems.